Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call, the customer was having issues with the infusion set. Customer has had three low blood glucose events; one low was at 40 mg/dl. Customer believes the issues might be caused by the infusion set. Troubleshooting was performed on the insulin pump. Customer blood glucose was 195 mg/dl. No anomalies were noted during troubleshooting and the customer's mother was advised the device is working as designed and to monitor it. Customer mother stated the customer was feeling sick sunday and had loss weight. The customer's mother is not returning the insulin pump for analysis.